Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (200-250mg/dl) prior to switching to humalog. Customer stated that bg levels started to elevate on the 3rd day with use of novolog. Customer addressed elevated bgs by administering a correction bolus via the pump. According to the customer, elevated bgs ceased after switching to humalog.